Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a revision procedure done due to the device moving too much in the pocket. After the procedure, when the pocket was pressed on, they got stimulation in the vaginal area, and it did not go away with the stimulation turned off. Additional info has been requested.